Event description:
It is reported that the device was implanted in 2006. The device was revised in 2007, due to overstuffed shoulder. No defect of product.

Manufacturer narrative:
Evaluation summary: neither the part nor x-rays were received with the complaint. No defect of the product was alleged. The exact cause cannot be determined with certainty. Evaluation: the product stated in the complaint was not returned for review. Device history records are intact and conforming indicating product was manufactured to specification. There is no indication that design or manufacture contributed to this outcome.